Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit is alarming. The key failure is operator valve is stuck. An additional malfunction is the power switch had no alarm function. The non-alarming issue is a reportable event which is the basis of this FDA filing.